Event description:
It was reported to philips that system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Analysis of the log file showed none of the system functions were working, and the cause was power issue / loss. During troubleshooting, the fse observed that the review module's green led was illuminated, but the system monitors displayed nothing. Rebooting produced the same result. Further investigation revealed that phase l1 of the main cabinet pdu had no power, while phases l2 and l3 were live. Power cycling on the pdu (power distribution unit) main breaker had no effect. Tracing the power supply back to the ups, the fse found the ups (uninterruptible power supply) main breaker in the off position. After switching it on, power still did not reach the pdu. It was then determined that power was missing from the main cabinet mpdu. The ups interface panel was not in bypass mode. Once set to bypass, the system powered on; however, the lateral pc hard drives had failed. To resolve the issue, the fse replaced the ip pc and successfully reloaded the software. The defective ip pc was returned to philips for failure analysis, and the cause of the failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ip pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.